Event description:
Caller reported damage to tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support took action by replacing the damaged charging supplies.